Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.

Event description:
The customer reported via phone call that the insulin pump was in a bag and was exposed to water. Three drops of water got on the insulin pump when he was on the lake. When he attempted to bolus and pressed the up arrow button the numbers kept scrolling up. The buttons on the insulin pump were unresponsive. The customer removed the battery and placed it back in the insulin pump. When he pressed the act button the keypad did not respond. He took the battery out a second time and the insulin pump alarmed button error. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.